Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 23-feb-2018 with the following findings: during investigation, the keypad rubber was intact. The keypad was removed to find no contamination or damage to the button contacts. The pump powered up with auditory and vibratory alarms to a blank display. The alleged unresponsive keypad buttons was unable to be investigated due to the blank display.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes with moisture) issue. It was alleged that the up arrow, down arrow, and ok buttons were under responsive. It was reported that there was moisture behind the display. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.